Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) applicable code for pli-20 (nim4cm01) - fdm b17, fdr c20, fdc d16 img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intermittent wireless connection issue with console. The patient interface also had a broken connector. There was no patient impact.

Manufacturer narrative:
H6: previous code d16 is no longer valid. Continuation of d10: applicable code for pli-30 (nim4cm01) - fdm b01, fdr c10, fdc d02 img g02008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the device failed to confirm the reported issue of intermittent failure to connect the pi wirelessly. H6: previous codes b17 and c20 are no longer valid. Continuation of d10: applicable code for pli-20 (B)(6) - fdm b01, fdr c10, fdc d16 img g02008. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the event occurred pre-op, there was intermittent connection issue. Troubleshooting was attempted by checking the device multiple times and it was connecting, but still there was error for controller does not connect. The device was working fine with wired connection.